Event description:
The contact stated the customer performed a control test and received a result of 163 mg/dl. The contact also received a result of 163 mg/dl while troubleshooting. The normal control range is 90-121 mg/dl. The contact did not allege the customer experienced any adverse events. The strips are to be returned for eval, and replacement strips will be sent.